Manufacturer narrative:
Evaluation summary: heavy calcification is detected in the cusp area of leaflets 2 and 3, and moderate to heavy in the cups area of leaflet 1. At the free margins, calcification is heavy at leaflet 3 and minimal to moderate at leaflet 1 and 2. A tear is detected at the free margins of leaflet 1 at commissure 2 that measures to approximately to 2-3mm. Calcification is noted in the region of the tear. Host tissue is minimal at the stent inflow. Almost half of the sewing ring has been cut off most likely due to explant. The x-ray demonstrates calcification. Method: x-ray. Additional manufacturer narrative: the device was evaluated and then dismantled for the serial number. On (B)(4) 2011, the DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. The operative report was requested but has not been received. No additional information regarding patient medications or history is known. The evaluation confirms the customers complaint of "valve degeneration" resulting from calcification. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. Unfortunately, without additional information with regard to the patient medications and patient history, the root cause for the heavy calcification cannot be determined.

Manufacturer narrative:
Model number: this model is not currently marketed or distributed in the u.s.; however, it is similar to model number 2800 which is distributed in the u.s. Method: device not returned. Additional manufacturer narrative: device history record (DHR) review can not be started until the serial number is known. The device will be returned for evaluation. After the evaluation is completed, the device will be dismantled for the serial number and the DHR review can be done. The operative report is indicated as available and will be requested. Investigation is on-going.

Event description:
Reportedly, the device was explanted after a duration of 4 years 9 months (57.97 months) (implant date of 2005, date & month not available). The surgeon gave the reason for explant as "stenosis, degeneration, with cardiac decompensation symptoms". The condition of device at explant was described as calcified.